Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported some abnormal overheating events of the controller. Patient presented to the hospital and the medical doctor performed and elective controller replacement. It was stated that there were no effect on the patient. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device fail to meet specifications; the controller pass functional testing as at the end of the test run, both controller surfaces (top and bottom) felt normal to touch. However the device could be perceive as hot, but there was no failure to the device. Internal analysis of the controller found that the q3 transistor had a thermal measurement of 55.8°c which was way within its operating specifications of 150°c. However the controller failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket and a loose locknut inside the controller. This was an incidental finding. Loose connectors are currently being investigated. The reported event could not be confirmed. The controller performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.